Manufacturer narrative:
01008406821246211122070021m3-22-082. Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Customer informed ge healthcare that the suspended monitor is loose on ge healthcare vascular system. No patient is involved. No incident was reported.

Manufacturer narrative:
The single affected igs530 system was corrected by reinstalling the intermediate substructure by the customer. There is no patient injury or harm, and no part fall. However, there is a potential risk of fall of substructure along with dual arm suspension. The investigation has determined that the incident was caused by the device substructure not fastened per gehc and mavig load specifications. Installation has been executed by a 3rd party constructor on behalf of the customer. There is no gehc product nor process root causes. Therefore, no additional corrective or preventive actions are required, and this investigation is closed without CAPA.

Manufacturer narrative:
Adding only : h6- health effect - impact code "f27- no patient involvement" as it was missing in the last supplement report sent.